Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test or battery out limit alarms noted. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No blank display noted and functioned properly. The insulin pump was received with cracked case on the display window corners, cracked lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient reported via phone call that her insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident was 200 mg/dl. The patient used a battery from a brand new pack of batteries but the failed battery test alarm recurred. The customer inserted another battery but the device would not power back on. The insulin pump was returned for analysis.